Event description:
A nurse reported bubbles ejected from the cutter during a case. Add'l info was rec'd from a company service rep reporting the surgery was completed; however, the surgeon's view was obscured by the bubbles and steps had to be taken to remove them. There ws no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).